Event description:
It was reported the device would not warm. No patient injury reported.

Event description:
Per ro 1204482: not warming.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, it was found that the pump would not run. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.